Event description:
It was reported that, during a robotic radical prostatectomy using the powered stapling system with an xl adapter and a reload, the knife blade was difficult to retract after firing while dividing the dorsal vein, and the jaws would not open while still on the tissue. The device was reported to be locked on the tissue and difficult to remove from the patient. The staple reload could not be opened, removed from the adapter, or unloaded. It was reported that the staple reload jaws were pulled off the tissue, resulting in tearing and tissue/skin damage or trauma to the dorsal vein. The procedure was reported to have been prolonged by approximately 30 minutes, and the patient was reported to be alive with injury. Troubleshooting steps were performed, including lifting up on the toggle, removing and reattaching the adapter, and resetting the power handle. A manual retraction tool was used in the center port of the adapter and turned clockwise. Resistance was felt on the first turn, after which no resistance was felt. It was reported that the tool did not retract the knife blade, and the top of the I-beam was not visible for tracking progress. The device was replaced, and the team transitioned to a robotic stapler after removing the powered stapling system.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # n5l1160y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigmret, sig power sigmret manual retract tool, (lot # c5j7401x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.